Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. After 38 hours of support the patient exhibited a cerebral bleed. Additional information noted care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined.